Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical australia. The customer's report was duplicated and attriuted to analog board. The customer declined the recommended repair of the device. The device will not be recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.